Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient reported accidental insulin overdose and presented to the emergency room for evaluation and treatment. There, the cgm was 120 mg/dl while the bg was 58 mg/dl. The reversal of hypoglycemic shock was not documented. The patient was discharged after 5 hours. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient is recovering. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.